Event description:
The pt reported e1 (cartridge empty) error was displayed and now the infusion device no longer works despite changing the battery. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval. During preliminary eval it was determined that the down button is flat passed and all other buttons are blocked. E1 was displayed at start-up and the error cannot be confirmed.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.